Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded and or loose drive support disk. The device was received with minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 175 mg/dl, which she treated with manual injection. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap was protruded. The customer did not recalling pressing the cap while connected. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.